Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply 1 voltage was low. Once adjusted, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system software is still unresponsive after repair. There was no patient present when this issue occurred.